Manufacturer narrative:
Thorough evaluation of the pump found that the air-in-line sensor and alarm were working properly when zyno IV administration set was used. The user facility confirmed to zyno that they used an administration set made by another manufacturer. Zyno immediately informed the user facility to stop this practice. Using IV sets other than the ones made by zyno medical violates warning printed on instructions for use and the pump label. Zyno medical requires that only zyno IV administration sets be used with zyno pumps. To notify other customers of this potential issue a customer advisory letter (document # (B)(4)) was sent out, indicating that the performance testing for the z-800 pump was done only with zyno proprietary IV sets to validate it as a system. Any use of non-zyno IV sets invalidates the pump as an effective and safe system.

Event description:
It was reported that the pump did not alarm "air in line". User facility was utilizing non-zyno IV sets with zyno infusion pump. This violates zyno's warning ("use only zyno IV sets") printed on instructions for use and label and attached to the pump. Using a zyno pump with any IV set other than a zyno IV administration set invalidates the pump as an effective and safe device. Zyno has requested but the user facility has yet to provide detailed information.